Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels (approx 500 mg/dl). Customer was treated with an insulin drip and released on (B)(6) 2015. Troubleshooting was performed and pump passed delivery system check. Reportedly, cold insulin was used to load the cartridge.

Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed. The t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge.